Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the new battery in the device prematurely depleted within 48 hours of being installed. Physio will replace the customer's battery. The battery was discarded in the field and not returned for further evaluation.

Event description:
The customer contacted physio-control to report that the battery in their device had prematurely depleted. As a result, defibrillation would not have been possible if it were necessary. There were no reports of patient use associated with the reported issue.